Event description:
The caller reported a cartridge alarm 20, and there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported this specific alarm with the pump serial number, though cartridge alarms had been reported with consecutive cartridges. Customer technical support (cts) confirmed the replacement of the pump was necessary, as it was still under warranty, valid until 2029, and sent a replacement. The caller, who does not use fsl2+ sensors, was advised to switch to manual daily injections (mdi) as a backup to ensure uninterrupted insulin delivery. Cts provided the caller with detailed instructions on how to put the pump into storage mode before returning it. The caller was required to return the defective pump to tandem via ups using a pre-paid label and acknowledged the instructions to avoid being billed if not returned within 10 days. Additionally, cts guided the caller on setting up the replacement pump, including programming settings and connecting a continuous glucose monitor (cgm).